Event description:
The customer returned to olympus evis exera ii gastrointestinal videoscope, for annual inspection. There was no report of any malfunctioning, and no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the air/water tube had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder has no color; scope cylinder has no color; forceps channel port is shaved; due to deformation of knob wire, forceps lever does not move smoothly; distal end has corrosion; distal end has discoloration; air/water tube has foreign objects; connecting tube has a wrinkle; due to annual inspection, parts must be replaced; adhesive around objective lens has discoloration; and adhesive around light guide lens has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the foreign material remained in the device, because reprocessing could not be properly conducted, due to the discovered leak from remote switch 4. Additionally, the foreign material could not be conclusively identified. The event can be detected and prevented, by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf, type 180 series, operation manual chapter 3 "preparation and inspection", shows how to detect the event. Evis exera ii gif/cf/pcf, type 180 series, reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)", shows how to prevent the event. Olympus will continue to monitor field performance for this device.